Manufacturer narrative:
(B)(4). The reported field event of crosstalk and loss of pacing was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the crosstalk could not be determined. (B)(4).

Event description:
It was reported that the device was inhibiting ventricular pacing when a crosstalk event was sensed after an atrial pacing event during a procedure. The device was explanted and replaced. The patient was stable during and after the procedure.